Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunction was identified during the device evaluation: outer tube with r-unit (charged couple device) was damaged. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope had the outer tube with r-unit (charged couple device) damaged. There was no patient involvement.